Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that his blood glucose was high the night before and treated with manual injection. The blood glucose went to 108mg/dl. The customer stated that he changed the infusion set and woke up with high blood glucose. The customer did not treat his glucose level and went to work. The customer got sick and had to go to the emergency room. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.